Event description:
Customer claims during testing when pressure is applied to the sensor pad and released the alarm does not sound. Customer reported no patient contact.

Manufacturer narrative:
(B) (4) - sensing. Evaluation of the returned product shows that the sensor pad is worn and does not work. Urine was found inside the sensor pad. (B) (4).